Manufacturer narrative:
UDI number  (B)(4). Investigation of this event is ongoing.

Event description:
As reported, approximately 2 weeks post transcatheter aortic valve replacement (tavr) procedure with a 20mm sapien 3 valve in the aortic position, the patient present with high gradients of 40-50mm across the aortic valve. The patient does not feel any better since their procedure.  The patient was treated with a valvuloplasty inside the previously implanted 20mm sapien 3 valve. The gradient was reduced from 55mm hg to 21mm hg.  The physician was very happy with the result.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Valve stenosis may be accompanied by an increased gradient across the valve. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular aortic stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to calcification or early thrombus formation. In the instance of a bioprosthetic valve in valve implant an increased gradient can be a result of intravalvular regurgitation and is not a result of a valve leaflet malfunction. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. In this case, there was no allegation or indication a device malfunction contributed to the event. The cause of the increased gradient cannot be determined, however, may be due to the 20mm s3 valve was not fully inflated originally causing leaflet crowding. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.